Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. It could not conclusively be determined if the damage prevented the delivering of insulin during the run. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose level increased to 19 mmol/l (342 mg/dl) after wearing the pod on the arm for approximately 5 to 24 hours. Upon pod removal, the patient observed blood inside the cannula, with no damage noted. The patient managed the hyperglycemia by replacing the pod. Investigation of the returned pod identified a bent cannula. The device had originally been reported due to the customer¿s concern that it may not have been delivering insulin.